Event description:
In late 2008, the patient and her mother reported elevated blood glucose readings in the 200 mg/dl range for the past 3 weeks. Her normal blood glucose range is 89-130 mg/dl and she has corrected her readings by bolusing insulin. She said her doctor suggested, she call as her device smelled like insulin and believes this may have affected her device. The patient stated she has not seen any insulin leak into the device but knows it must have as the device smells of insulin. She stated, she has seen air bubbles in the tubing but she primed them out. Product was replaced and requested to be returned for evaluation.